Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead received an inappropriate shock due to noise that was oversensed. It was also noted that the pacing impedance measurements were high, out-of-range at greater than 3,000 ohms. Five days later, an invasive intervention was performed where a connection issue was confirmed. The rate/sense terminal pin was easily removed from the device header without loosening the setscrew. The lead was tested on the pacing system analyzer (psa) with good measurements observed. The lead was reconnected to the device to complete the procedure. It was not able to be determined whether the lead was not fully inserted into the device header at the replacement procedure in (B)(6) 2016, or if the setscrew was vibrated loose when the patient used a hammer drill around the time of the inappropriate shock. The device and lead remain in service without further complications. No additional adverse patient effects were reported.